Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported per clinical study that the patient underwent kyphoplasty at l3. Intra-op, when bone cement was being implanted into superior disc space. Cement extravasation occurred. Patient complications as a result of this event were unknown. According to investigator analysis, this event was determined to be related to surgical procedure.